Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an open low anterior resection, the staples were not deployed properly. The device was fired on the rectum. As the abrasion of the target tissue was not enough, there were extra tissues around the staple line at the firing. When the assistant doctor held the tissue to prevent clamping the extra tissues after closing, a part of serosa peeled away with the adipose tissue. The staples seemed to be properly formed after the device was removed. However, when a purse string suture was performed on the rectum of anus side under the peeled serosa by hand, the staple line was opened from the end. Additional suture was performed. After that, the site was anastomosed and there was no leak. Covering stoma was created.